Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the inside of the trial liner broke around the screw while surgeon was tightening the trial liner in the cup. All pieces were retrieved."